Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2: foreign - event occurred in australia. The reported event was confirmed by review of pictures. Visual examination of the provided photographs identified that the tip has fractured. The device history record was not reviewed due to lack of lot identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, a driver instrument broke intra-operatively. All fragments were retrieved, and the broken instrument was discarded by hospital staff. A second driver from the base set was used to continue and complete the procedure. The bone was pre-drilled, and the event caused a brief delay of approximately 1 to 2 minutes. The patient had no consequences or impact. Attempts have been made and no further information has been provided.